Event description:
It was further reported that there was a cut, 2-3mm long, on the white paper attached to the tray.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for a percutaneous coronary rotational atherectomy interventional procedure, packaging damage was noted. When the physician opened the outer carton of the rotablator rotalink plus 1.50mm unit, the interior sterile pouch was found to be torn. The procedure was completed with another device. No patient complications were reported, and patient status was reported as 'good'.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that there was a cut, 2-3mm long, on the white paper attached to the tray.